Manufacturer narrative:
Distributor reported two capsule breaks. One resulted in a vitrectomy. Both surgeries were completed and both patients were discharged from the hospital without problems. Device was not returned for evaluation. Videos were provided and evaluated, there is no indication that the instrument malfunctioned during use or caused the capsule tear.

Event description:
Per distributor, reported a posterior chamber ruptured, broken capsule on two patients.